Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that trochanteric fixation nail-advanced (tfna) nail broke postoperatively. No further information provided.. Concomitant devices reported: unknown nail head elements: tfna helical blade (part# unknown, lot# unknown, quantity# 1); unknown screws: locking: trauma (part# unknown, lot# unknown, quantity# unknown); unknown - end caps (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 10mm/130 deg ti cann tfna 380mm/right - sterile. This report is 1 of 1 for (B)(4).